Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the device, the physician had difficulty getting the lead pin past the set screw but eventually succeeded which resulted in normal impedance. The following day there was an alert for right ventricular (rv) lead defibrillator impedance being high, undefined. The patient was then scheduled for a revision. The device was explanted and replaced, which resolved the rv impedance issues. No patient complications have been reported as a result of this event.